Event description:
The patient was revised due to cup migration and dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices by a depuy base business engineer was not able to conclusively confirm the reported observation as the acetabular cup and patient x-rays were not returned for evaluation. The patient is a 51 year old female dance instructor. It was reported that the abduction angle of the cup was initially 35 degrees. It was then found to have migrated to 48 degrees. It is possible that the returned screw fracture was caused by the cup migration. It was reported that it was confirmed that there was tissue present between the liner and acetabular cup. This could of caused the cup impingement. Due to the inability to evaluate the acetabular cup, the stem/cup impingement cannot be confirmed. The stem remains implanted. A search of the warsaw and international complaints databases against the provided product and lot code combinations finds no other reports since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.